Event description:
On (B)(6) 2012, the distributer contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1. The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed a load step malfunction. Black box review shows one "no cartridge detected" warning on the reported failure date. During the first "load" step attempt, pump failed to recognize the cartridge. Was unable to take force sensor calibration reading. Moisture corrosion observed in the battery compartment. As such, battery compartment leak is concluded. The pump failed a leak test due a display lens leak. The pump was opened for examination. Moisture corrosion found on force sensor pins and on audible piezo-circuit. Removed force sensor from assembly, contamination was found on the sensor plate. During testing, all keypad buttons respond intermittently. The keypad was undamaged , removed it and contamination was found under all button contacts. Force sensor resistance is out of specifications. Unable to take the audible test reading due the audible sound failure. Unrelated to this complaint, the pump booted to the "verify" screen but the display was dim and discolored, the unit booted without audible sound. A test display was used for the reset of testing and it was fully illuminated.